Event description:
Revision of tibial insert post traumatic injury. Pt fell and the post of insert sheared off. Broken screw was visible on x-rays.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined based on the devices not returning for evaluation and the serial and/or lot identification number not being provided.